Event description:
Per the clinic, the patient experienced pain, unpleasant loud sound, crackling noise, tinnitus, dizziness, vertigo and poor performance with the device use. Short circuits were also noted on five electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.